Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two events of tubing detachment from hub on (B)(6) 2024. Patient reported that occlusion alarm occurred due to kinked tubing. Blood glucose level was 350 mg/dl at the time of first event and 220 mg/dl at the time of second event. Infusion set was used for 2 days for first event and 3 hours for second event. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR 1939283- MDR 3003442380-2024- 20893- device 2 of 2.